Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed the following: impedance - high resistance/impedance with 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 and weekly high voltage (hv) lead impedance trend data showing min and max superior vena cava (svc) defibrillation impedance of 70 to 14776 ohms peak, between (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed the following: impedance - high resistance/impedance with 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 and weekly high voltage (hv) lead impedance trend data showing min and max superior vena cava (svc) defibrillation impedance of 70 to 14776 ohms peak, between (B)(6) 2010 and (B)(6) 2011. (B)(4) the full 6947 lead was returned in segments, analyzed and defibrillator conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The lead appeared to have been implanted with a bend in it at the fracture site.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed the following: impedance - high resistance/impedance with 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 and weekly high voltage (hv) lead impedance trend data showing min and max superior vena cava (svc) defibrillation impedance of 70 to 14776 ohms peak, between (B)(6) 2010 and (B)(6) 2011. (B)(4) the full 6947 lead was returned in segments, analyzed and defibrillator conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The lead appeared to have been implanted with a bend in it at the fracture site.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) impedance. The rv lead will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) impedance. It was also reported that the rv lead had an apparent lead fracture. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) impedance. It was also reported that the rv lead had an apparent lead fracture therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.